Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and a recently implanted, in an off label manner, left bundle branch (lbb) lead showed bipolar thresholds increasing since implant. The field representative claimed that during unipolar testing on rv and lv lead there was no capture at high outputs on both leads. An x ray analysis was completed and a header connection was ruled out as the leads appeared appropriately inserted and there were no impedances out of range. On a second look to the x rays, the bundle lead might have been observed as moved. Various procedural and testing options were recommended for these rv and lbb leads that remain in service. No adverse patient effects were reported.